Manufacturer narrative:
The correction of b5 describe event and problem and h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 3rd october, 2023 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the plastic end cap and dust shield were missing from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: on 27th september, 2023 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the plastic end cap and dust shield were missing from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the plastic end cap and dust shield were missing from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Missing parts sat-ondaspace df-sf 4 dust covers kit (ard315021555) and spring arm 567501286 rear cover-ral9016 (ard367501900) were replaced and device was back to usage. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during daily check. A root cause analysis was performed by subject matter experts, and it was established that the dust cover was probably missing due to non-conformity of the metal covers assembly, degradation of the metal covers or improper use (collision with another device). Maquet sas analysis shows that the metal strip comes out of the covers when it is not clipped properly. Manufacturer initiated also a modification file (e131106) to include this dust cover fitting procedure in the technical documentations with all spring arms. According to the subject matter expert at the manufacturing site, the incident of cap missing is due to inappropriate use. To prevent such an issue from reoccurring, the manufacturer¿s recommendation is to follow the instructions from the operating manual concerning arm pre-positioning prior to use. Additionally, users are requested to pay attention to cracks in plastic parts. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
On 27th september, 2023 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the plastic end cap and dust shield were missing from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Initial reporter: demorris williams h3 other text : device not returned to manufacturer.

Event description:
On 3rd october, 2023 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the plastic end cap and dust shield were missing from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.